Event description:
After a plcr75g reload had been fired in a rectal resection procedure, it was noted that although the firing was complete, there was a tear in the tissue. It is believed that the tissue may have been split by a large edema. The split was corrected by suturing.

Manufacturer narrative:
Patient's age and weight are not known. "999" and "000" are used as placeholders. Lot number and expiration date are unknown because the device was discarded by the healthcare facility. Device was not available for evaluation because it had been discarded by the healthcare facility. Manufacture date is unknown because the device was discarded by the healthcare facility. The cause of the tear in the tissue is not known definitively. It is believed to have been caused by an edema, but as the device was not returned to the manufacturer, a definite conclusion could not be reached. Other: device discarded by healthcare facility.